Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unknown date in nov 2013, further described as ¿around thanksgiving¿. The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized overnight for the event. The patient was unable to recall the treatment that was provided for the peritonitis. On an unreported date in the month following onset, the patient was recovered from the peritonitis. At the time of this report dianeal therapies were ongoing. No additional information is available at this time. This is report 2 of 5 involved in this event.